Event description:
During partial liver resection surgery, surgeon requested use of a 35mm ethicon vascular stapler. During use it was identified that the stapler misfired resulting in an injury to the vena cave requiring repair. Once identified surgical stapler removed from surgical field and removed from use. FDA safety report ID# (B)(4).